Event description:
A total hip arthroplasty pt dislocated the hip on the day of surgery. A revision procedure was performed the following day. The surgeon replaced the femoral head with a different size. The acetabular cup and liner were left in place.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The evaluation is still underway, and supplemental report will be submitted if reportable results are obtained.